Event description:
It was reported that the patient presented to their healthcare provider with multiple hypoglycemic events over the past four months. The provider stated that the patient had been awakened by emergency medical technicians (emts) six times during this period. It was further reported that the patient is using the omnipod 5 system in combination with a dexcom sensor and a history showing pod in limited/manual mode. No blood glucose levels were provided. No further information has been provided.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hypoglycemia, loss consciousness, and emergency services contact. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.0.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.